Event description:
Same case as MDR ID# 2134265-2015-01285. It was reported that aortic dissection occurred. The target lesion was located in the very calcified right coronary artery (rca). The artery was engaged with a 6f fr4sh catheter and wired with a non bsc guide wire. Predilation was performed with a 2.0 x 15 otw emerge balloon catheter in several locations. A 28 x 3.00 rebel stent was selected; however, the device was unable to cross the lesion. When the device was removed, it was noted that the struts of the stent were deformed. Predilation was again performed with a 3.0 x 15mm nc quantum balloon catheter. A 3.0 x 24mm rebel stent was selected; however, the device was unable to cross the lesion. A 3.5 x 12 nc quantum balloon catheter was selected for additional dilation throughout the vessel. After dilation of the ostium of the rca there appeared to be an aortic dissection. No treatment was performed and the procedure was ended. No further patient complications were reported. The patient left the cath lab in stable condition and was transferred to another facility for observation.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2015-01285. It was further reported that the 28 x 3.00 rebel stent was stuck in the ostium and on retrieval, there were lifted struts on the stent. Flow through the right coronary artery (rca) was timi 2 at that time. Using a guidezilla guide extension catheter for support, another attempt of placing the rebel stent pass the lesion was made but again the stent would not pass beyond the ostium of the rca. After additional dilation with a 3.5 x 12 nc quantum balloon catheter, the physician noted a focal, localized dissection in the cusp of the aorta. There was no free flowing dye and the patient was pain free at that time. The procedure was then aborted. Discussion was made with the CT surgeon to discuss options. Given the difficulties in placing a stent, the physician felt that further attempts would be highly risky. Due to the heavy calcification of the arteries and of the aorta, CT surgeon felt patient may not be a good candidate for surgery either. After discussion, the physicians determined that transfer to another hospital would be appropriate for further assessment with consideration for CT surgery but patient would likely need transesophageal echocardiogram (tee) prior to assess degree of dissection and severity of valvular disease.